Event description:
Boston scientific crm received information that during a follow up visit, it was noted that this pacemaker was pacing at a rate of 125 ppm while the patient was at rest. The patient was uncomfortable. It was noted that the response factor was 10 and the accelerometer was off. This pacemaker is included in the insignia microcrystal failure mode 2 population ((B)(6) 2005).

Manufacturer narrative:
A boston scientific crm technical services consultant discussed reprogramming the response factor to 8 or 9. No other adverse events have been reported. This issue will be re-evaluated if additional information is received. !